Manufacturer narrative:
(B)(4). Both ventricular and atrial set screws were missing. Both septum plugs were correctly bonded with medical adhesive inside the septum cavities. Both septum plugs metal washers were found correctly embedded on the bottom side of each septum plug. This indicates that both set screws were not assembled during manufacturing.

Event description:
It was reported that during implant, the set screws were found missing. Another device was implanted. The patient's condition is fine after the event.